Event description:
It was reported that: the patient was being ventilated overnight. In the early morning, a patient checkout was performed and at that time the patient was repositioned. The patient was found later to have expired and it was reported by the attending respiratory therapist that no audible alarms were noted prompting the user to investigate. The respiratory care supervisor reported that the endotracheal tube was incorrectly seated.